Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748351, serial # (B)(4), implanted: (B)(6) 2012; product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
This event was previously reported in manufacturer report# 6000153-2013-00193. Due to obtaining patient information any additional information regarding this event will be reported in this manufacturer report. The lead appeared to be slightly misaligned through the contacts. The lead did not come into contact with the patient and was replaced. There was no patient injury. The lead was also described as being bent. The lead was opened on the back table and it was determined as not usable so a different lead was used.